Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eight months post deployment, a computed tomography of abdomen and pelvis demonstrated only four filter legs were seen as there should be six filter legs, two filter legs were missed presumably fractured and migrated. Also, there was filter penetration and the remaining filter legs have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for perforation of inferior vena cava and filter limb detachment. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately one year and eight months post filter deployment, it was alleged that the filter struts perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.